Event description:
The pt reportedly experiences pain, dizziness and vertigo. In november 2004, the pt was seen by a co rep for evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. A recommendation was made for a medical assessment for the dizziness and radiating pain sensation experienced by the pt. In 2004, the company was notified that surgery was scheduled to explant the pt's c1 device.